Event description:
It was reported that thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. During the procedure, half dose of heparin was administrated prior to transeptal puncture (tsp), and the second half dose was administered after tsp. The activated clotting time (act) range was between 200-300 seconds. Post procedure while in recovery, the patient had symptoms of cerebral vascular accident (cva). The patient underwent mechanical thrombectomy later in the day, due to a computed tomography (CT) positive for thrombus in the brain. The mechanism of the stroke was ischemic. The patient was discharged on (B)(6) 2026.